Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200's (mg/dl). Customer administered correction boluses to treat bg level. No further information was provided on the reported issue.